Event description:
The patient was revised to address pain, loosening, and fracture of the glenoid screw.

Manufacturer narrative:
Johnson and johnson medical (B)(4) reports: patient suffers from rheumatoid arthritis. She has had numerous revision hip shoulder replacements due to pain also a chronic loosening of implants. Pre op x-ray reveals glenoid humeral stem loosening as well as a broken glenoid screw. All original implants removed as per above details. Glenoid bone void packed with morselised allograft bone. Global advantage humeral stem 10mm long (B)(4) humeral head 48x21 eccentric (B)(4) implant inserted. The devises associated with this report were not returned. A search of the databases did not show any other reports with regards to the reported event. The x-rays confirmed a large amount of radial lucent lines, suggesting a significant amount of bone loose. It was also confirmed that the glenoid had fractured and very little nature bone for the screws to secure to. It was unable to confirm if a screw had fractured or not. Loosening around the global advantage stem and sfit base plate was confirmed to be significant. This is suspected to be a result of the poor bone quality surrounding the implants. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.